Event description:
Bayer medical care was notified that an alleged patient death occurred 2-3 hours following a procedure in which a medrad® stellant CT injection system was in use. The customer site reported the following information: " the patient with a medical history of aortic aneurysm underwent contrast examination for fever and respiratory disorder. As the patient felt sick, anaphylactic shock was suspected first. Subsequently, the patient experienced decreased blood pressure and respiratory arrest and then died in 2-3 hours. After the examination of the condition, it was judged that the cause of the death was blood and contrast medium injected into the lung. The facility reported that there was no malfunction of the stellant with certegra workstation used and the contrast medium injected to the patient was a non-bayer product." Multiple attempts to obtain additional information, including an autopsy report, have been made; however further details have not been provided to date.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system was offered to the customer and declined. The site continues to use the medrad® stellant CT injection system after the reported event with no further issues reported. According to the reporting radiological technologist, device malfunction was not suspected. The disposables that were in use during the procedure were requested for evaluation by product analysis, however, the disposables used during the procedure were not returned by the customer and therefore cannot be tested. In addition, the customer was unable to provide lot numbers for the disposables at issue. As a result, testing of retained samples is unable to be performed at this time. An offer for additional clinical applications training has been declined by the customer at this time. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.